Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that shortly after an inflatable penile prosthesis (ipp) implant the patient experienced ulcers, infection, erosion and minimal discomfort in the scrotum. The patient was on a wheelchair sitting on the scrotum for long periods. This situation was thought to be the cause for the erosion and subsequent infection. The infection was treated with antibiotics and cleared up before a surgical procedure taking place. During the surgery the existing ipp was removed and a new tactra penile prosthesis being implanted. The skin where the pump was eroding was removed and closed up. There were no device performance issues.